Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 425cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the sal smooth rnd diap 425cc breast implant was found to have a tear on the posterior view measuring approximately 2.8 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On (B)(6) 2022, mentor received additional information regarding the date of event and patient information. The date of event has been updated to (B)(6) 2022. The patient's ethnicity has been updated to not hispanic/latino. The patient's race has been updated to white. The date of implant has been updated to (B)(6) 2007. Manufacturer¿s reference number: (b)(4.)